Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0874 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 81, pump error 53 and pump error 3 were not found in the history files on 11-sep-2024. Pump error 37 on 09/11/2024 13:03:46.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 81, pump error 53 and pump error 3 were not confirmed. Pump error 37 was confirmed due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, pump error 53, pump error 81. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received pump errors. Customer was able to clear the error and complete rewind if requested no harm requiring medical intervention was reported. A product return is expected for mmt-1886.